Event description:
During pt support, the console started alarming "battery charging low". Same day on-site service by biomed found that a chip on the power supply board was the cause of the problem. The chip was replaced and there were no further problems. The pt was not impacted.